Event description:
The initial reporter questioned the results for 1 patient sample tested for elecsys ft4 iii (ft4 iii), elecsys tsh (tsh), and elecsys ft3 iii (ft3 iii) on a cobas e801 module. The questionable results were reported outside the laboratory where additional testing was requested. The sample was submitted for investigation where discrepant results were identified for ft4 iii between the customer¿s e801 module, an e801 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site, and the abbott architect method. Refer to the attached data for the patient results. The customer¿s e801 module was 1752-03. The e801 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number was (B)(4). The ft4 iii reagent lot number used with the e801 module at the investigation was 630888 with an expiration date of 31-may-2023. The ft4 iii reagent lot number used with the e411 analyzer was 623234 with an expiration date of 30-apr-2023.

Manufacturer narrative:
Calibration and qc at the investigation site were acceptable. An interfering factor can be excluded. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials, and the standardization methodology used. The investigation did not identify a product problem.